Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) confirmed that this appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. The battery was found to be at 49% now down to8% and replacement was advised. Device remains in-service. No patient effects have been reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) confirmed that this appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. The battery was found to be at 49% now down to 8% and replacement was advised. Device was explanted. No additional patient effects have been reported.

Manufacturer narrative:
Correction to field b5: describe event or problem. Correction to field h1: type of reportable event. Correction to field d6b: explant date.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) confirmed that this appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. The battery was found to be at 49% now down to8% and replacement was advised. Device was explanted. No additional patient effects have been reported.